Event description:
It was reported that approximately 30 months post-implant, a computed tomography scan demonstrated a proximal type I endoleak (refer to MDR # 2031527-20013-00026) along with a type iii endoleak between the infrarenal aortic extension and the bifurcated device. An infrarenal aortic extension was placed over the junction, which successfully corrected the type iii endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The product was not returned for evaluation. However, operative notes from the index procedure and secondary procedure were reviewed by a clinical representative. Based on review of the medical records, there was also a narrow area of the aorta near the junction of the main body near the cuff. Based on review of records, the patients anatomy (dilated aorta, narrow aorta and angulation) may have caused or contributed to the event. There is no indication that the device may have caused or contributed to the event. Based on the review of the event, information available, manufacturing records, and complaint handling database, there is no evidence that this complaint is due to a manufacturing issue. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.